Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump, if that did not work the customer would use manual dose injection. The customer changed site, infusion set tubing and cartridge and resumed insulin therapy.